Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during fill two of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting it was noted that the heater line had disconnected from the heater bag during therapy. The technical services representative assisted the caregiver with clearing the alarm. Proper procedures were reviewed and the caregiver planned to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was identified to be due to the supply bag becoming disconnected from the heater bag. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.